Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited inappropriate mode switching episodes due to far field oversensing. The clinician decided to continue monitoring the patient.